Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The lesion location is unknown. Prior to this procedure, a bare metal stent (bms) and another manufacturer's drug-eluting stent were placed. The drug eluting stent was placed in order to treat in-stent restenosis (isr) of the bms. During this procedure, irs was noted inside of the other manufacturer's drug-eluting stent. Therefore, a taxus drug eluting stent was placed inside the previously placed stent. An intravascular ultrasound catheter (ivus) confirmed that the lesion was not fully dilated. Thus, the quantum maverick monorail balloon was used to post-dilate the stent. The quantum maverick monorail balloon ruptured during the first inflation at 12 atms. The procedure was completed with this device. No pt injuries or complications were reported. Pt status is listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.